Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the trialing of an attune knee the articulating surface snapped down on the surgeon's finger making a small cut in the skin. Surgeon's finger was cut on the front bumper of implant and trials.

Manufacturer narrative:
The device associated with the reported event was not returned for evaluation. A complaint database search was not possible, as the product code and lot code was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.